Manufacturer narrative:
The customer reported the device as discarded. The lot number was not identified; therefore, a device history record can not be performed. If the lot number info is provided at a later date, the lot history record will be reviewed.

Event description:
Device malfunction: fracture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the xpert stent fractured. Add'l info has been requested.